Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical notes identified that the patient experienced 2nd left hip dislocation. Unknown intervention, presume closed or open reduction conducted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part: ep-105994, epoly 36mm rlc lnr mrom sz24, lot: 718210; part: 650-0660, delta ceramic fem hd 36/-3mm, lot: 2015060755; part: unk, unk screw, lot: unk; part: unk, unk screw, lot: unk; part: 14-103656, univ 2-hole shl 56mm lnr sz 24, lot: 619240; part: 51-106100, tprlc 133 mp type1 pps so 10.0, lot: 3430141. Report source: (B)(6).

Event description:
It was reported that a patient underwent a closed reduction one month after a primary left total hip arthroplasty due to dislocation, and subsequently dislocated again two months later. It is unknown if further medical intervention was received. Attempts have been made and no further information has been provided.